Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The retained cartridge was evaluated by product analysis on 01/10/2014 with the following findings: the retained cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/06/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/24/2014 with the following findings:evaluation revealed that there was loss of prime with non-zero force recorded in the black box. No loss of primes during investigation. Force sensor calibration reading was within specifications. The returned cartridge was evaluated by product analysis on 02/03/2014 with the following findings: the returned cartridge passed visual inspection with no damage or defects noted in the luer connection or o-rings. A leak test was performed with no failures being observed. There were no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.